Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to healthcare facility due congestive heart failure (chf). Evaluation revealed the right ventricular (rv) lead exhibited rising impedance, drastic increase in impedance, high impedance and high thresholds. The impedance measurements were performed approximately three times and revealed high impedance at each measurement. The output settings were re-programmed and the rv lead remained in use. Approximately ten days later, the rv lead exhibited high thresholds and no capture. Subsequently, the rv lead was capped, and remains in the patient out of service. A different rv lead was implanted. No further patient complications have been reported as a result of this event.